Event description:
Heartmate ii left ventricular assist device (vad) outflow graft cannula stenosis. Persistent positional vad low flow alarms. Surgical intervention planned. CT scan findings: outflow graft: eccentric filling defect/ thrombus in the outflow graft proximal to the outflow valve resulting in severe stenosis. There is associated kinking of the cannula at this location, worsened when compared to prior. Inflow graft: mild circumferential peripheral filling defect/thrombus and mild kinking in the inflow graft resulting in focal mild stenosis.